Event description:
Hosp reports that while on pt, unit alarmed "failed to cycle" with no error codes displayed. Pt removed from unit and placed on back-up ventilator without incident. No pt injury reported.